Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audi from the mx40 for a red alarm. There was no report of pt harm.